Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report. B5: describe event or problem. D4: additional device information. D9: device availability. G3: date received by manufacturer. G6: type of report. H1: type of reportable event. H2: follow up type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: adverse event problem. H10: additional narrative. Zimvie received one (1) ilpc443u, (certain low profile one-piece abutment 4.1mm(d) x 3mm(h)) for evaluation. A visual evaluation was performed, the returned abutment has signs of use, apparent dried blood attached to its body and was observed fractured at the screw. DHR review was completed for the subject lot number 2019080147. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019080147 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was the torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. The abutment screw was fractured at the threads. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
Doctor reported that patient came referring mobility in bridge 25-27. Prosthetic abutment screw fractured and retaining screws at tooth sites 25 and 27 fractured. Doctor opened a flap to remove screw. Procedure was completed with another prosthetic abutment and 2 new screws. Placement date: on (B)(6) 2021.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. D4: additional device information unknown / not provided. H4: device manufacturer date unknown / not provided.